Event description:
Additional information was received 13may2021. The procedure involved placement of a tunneled hemodialysis catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported via a medwatch report, a micropuncture transitionless stiffened cannula access set's sheath separated in a patient during placement of a tunneled hemodialysis catheter. A micropuncture needle and 4 french device were introduced into the left internal jugular vein under ultrasound guidance and exchanged over a glide wire to a 4 french micropuncture sheath. A small incision was made on the anterior aspect of the left chest wall using a scalpel. An unknown dual lumen cuffed dialysis catheter, measuring 23-centimeters in length, was advanced through a tunnel under the skin to exit the venotomy site. Upon attempted removal of the micropuncture sheath over the wire, the distal portion of the sheath separated within the lumen of the vessel, over the wire guide. Attempts to retrieve the separated device with forceps and hemostats were unsuccessful, and the separated portion was not visualized under fluoroscopy. The patient was sent for a CT scan and was transferred to another hospital for a vascular surgery consult. An emergent left neck exploration was performed for the retained foreign body, and the separated portion of the sheath was retrieved at the junction of the subclavian vein and the left jugular vein. Investigation - evaluation: reviews of the instructions for use, specifications, drawing, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As the lot number was not provided, reviews of complaint history and the device history record could not be performed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position,¿ and, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via a medwatch report, a micropuncture transitionless stiffened cannula access set's sheath separated in a patient during an unspecified procedure. A micropuncture needle and 4 french device were introduced into the left internal jugular vein under ultrasound guidance and exchanged over a glide wire to a 4 french micropuncture sheath. A small incision was made on the anterior aspect of the left chest wall using a scalpel. An unknown dual lumen cuffed dialysis catheter, measuring 23-centimeters in length, was advanced through a tunnel under the skin to exit the venotomy site. Upon attempted removal of the micropuncture sheath over the wire, the distal portion of the sheath separated within the lumen of the vessel, over the wire guide. Attempts to retrieve the separated device with forceps and hemostats were unsuccessful, and the separated portion was not visualized under fluoroscopy. The patient was sent for a CT scan and was transferred to another hospital for a vascular surgery consult. An emergent left neck exploration was performed for the retained foreign body, and the separated portion of the sheath was retrieved at the junction of the subclavian vein and the left jugular vein. Additional information has been requested.